Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that earlier that morning at 5:15am the pump was alarming; however, nothing appearing on the pump's display. The patient's mother reported that the patient obtained an elevated blood glucose (bg) reading of 417 mg/dl that morning and had complained of a stomach ache. In response to the high bg the patient was given a 30u injection at 6:30am per hcp's guidelines. At the time of troubleshooting, the patient's mother could not confirm how long the pump had been alarming. The reporter stated she sleeps with ear plugs and did not hear alarm until that morning. At the time of the call, the patient's mother confirmed the pump's battery was replaced 1 week prior and had not been removed that morning. She also confirmed that the pump's battery cap was secured to the pump and the cartridge cap was also secure. Review of pump history revealed that the pump stopped delivering insulin at 1:21am on (B)(6) 2012; however, there was no record of an alarm or warning in pump's alarm history for that time. Customer support noted several issues found while reviewing the pump's history. The patient's mother stated that the patient changed her site that morning and she completed a fill cannula; however, prime history did not show that a fill cannula was performed. Basal history also showed a 0u/hr for an unknown reason. The alleged inconsistencies in the pump's history remained unresolved. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged high bg occurred after the pump stopped delivering insulin for an unknown reason.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, a rewind, load and prime sequence was successfully performed. The force sensor was tested and found to be within specifications. The pump was exercised for 29 hours and found to be delivering within the required specifications without loss of prime. A loss of prime was induced and the pump responded with the appropriate visual and audible alert. The pump was opened for investigation and revealed no damage to the force sensor circuit. Investigation was not able to duplicate the complaint.